Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg site was relocated and the entire scs system was replaced per physicians preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure wherein the ipg site will be relocated.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure wherein the ipg site will be relocated.